Event description:
It was reported that when the doctor went to utilize the device the handpiece froze up and retained heat. The physician felt it was to hot to use and borrowed another device from a sister facility. There was no injury to the patient or to the user. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Device evaluation found that the motor was shorted.

Manufacturer narrative:
(B)(4). Manufacturer date is (B)(4), 2008.

Manufacturer narrative:
(B)(4): conclusion - device evaluation summary: additional device evaluation noted corroded bearings due to dried saline and a leaking rear seal that was worn. The powered microdebrider drill system is intended for the incision and removal of soft and hard tissue or bone in general otorhinolaryngology, head and neck, and otoneurological surgery. The instructions for use state the handpiece should be kept as dry as possible during storage to prevent corrosion and residue deposits which can result in premature wear.

Event description:
It was reported that the microdebrider stopped turning during a case. The device got hot.